Event description:
The accounts biomed stated that the head end brake casters will not hold. The brake pedal will go down but does not engage the brakes. The foot end brakes engage and hold.

Manufacturer narrative:
The account replaced the head end brake casters to repair the bed.